Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency planned procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. The philips field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting, fse found the flex viewing functionality was briefly unavailable, with alerts for collimator application errors, geometry programming errors, suite pc errors, and an unresponsive x-ray pc. To resolve the problem, fse was replaced the suite pc, managed switch, x-ray pc, flex spot pc, firewall. After repairs were complete, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system stopped working in the middle of a procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.